Event description:
Reportedly, on (B)(6) 2018, the patient called to have his ID card updated with his new cardiologists data. The patient reported difficulty breathing and intermittent bouts of dizziness. According to the patient, the subject pacemaker was not interrogated within the past year. An appointment with his cardiologists was planned for (B)(6) 2018.

Manufacturer narrative:
Patient code(s) updated. The subject device was interrogated and reprogrammed on (B)(6) 2018. Reportedly, frequent atrial tachycardia were observed. A follow-up is planned for (B)(6) 2018.

Event description:
Reportedly, on (B)(6) 2018, the patient called to have his ID card updated with his new cardiologists data. The patient reported difficulty breathing and intermittent bouts of dizziness. According to the patient, the subject pacemaker was not interrogated within the past year. An appointment with his cardiologists was planned for (B)(6) 2018.

Event description:
Reportedly, on (B)(6) 2018, the patient called to have his ID card updated with his new cardiologists data. The patient reported difficulty breathing and intermittent bouts of dizziness. According to the patient, the subject pacemaker was not interrogated within the past year. An appointment with his cardiologists was planned for (B)(6) 2018.